Event description:
It was reported that, "aria implant broke off/shattered at point of attachment to inserter upon impaction."

Manufacturer narrative:
Complaint history analysis and risk assessment results: a thorough investigation could not be performed as the avs aria cage was unavailable for evaluation. Complaint history analysis: (B)(4) previous records of this nature have been received on the aria cage range. The investigation into past complaints concluded that the failures were the result of cantilever forces being applied to the aria implant inserter during insertion and/or the implant not being correctly loaded to the implant inserter which subsequently led to the breakage of the implant. Risk assessment: there were no reports of any adverse consequences to the pt or delays in surgery. The cage was left in place, despite being broken. Conclusion: the instrument failure is believed to be the result of user-error/misuse.